Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed an inappropriate automatic mode switch, undersensing, and competitive atrial pacing on the pacemaker. No changes or intervention was reported. The patient condition was unknown.